Event description:
Smith's medical 50 unit insulin syringe was leaving black/brown mark on insulin bottle diaphragm after drawing up a dose of insulin. This mark was easily wiped off with alcohol. Upon inspection, the needle appeared to have rust on it. We then checked several needles from the same lot number with the same results. Several different lot numbers of smith's medical 50 unit insulin syringe did not have the same appearance on the needles and did not leave a mark on the insulin bottle diaphragm. Insulin apparently had been administered to pts using these insulin syringes. No known adverse events were discovered. All syringes of this model and lot number were pulled from the shelves and the company notified.